Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they have asked the customer, pathology, and surgical team "of" the explanting hospital for device status, but device status was currently unknown. Rep reported they were not made aware of the explant until 2 weeks after the procedure, and the explant date was confirmed to be (B)(6) 2025. Additional information was received from the manufacturer representative (rep). Rep reported they contacted pathology, implant coordinator, explanting surgeon's team, and operating room front desk in effort to locate explanted stimulator and lead. Rep was informed the stimulator and lead were likely discarded after explant as they have no record of it going to pathology and they did not know the location of the stimulator at this time. Rep has notified these teams that if the stimulator was found, it should be returned to mdt for analysis.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c165 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced discomfort and infection at the battery site of the implantable neurostimulator 97715 intellis adaptivestim pain. The wound dehisced, leading to a device site infection. The battery and lead were explanted and the patient was hospitalized for one week, during which intravenous antibiotics were administered. The patient has since returned home.